Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient encountered a line blocked alarm while using cadd cleo infusion set. The patient blood glucose level was elevated to 321 mg/dl. The issue was resolved after identifying and correcting kinks in the infusion line. The patient remained stable and did not require medical intervention. There was patient involvement but no patient harm.